Event description:
As reported by the distributor the customer reported, "failed on the pt, stop cycling. Then had a continual alarm, when I saw it the battery was disconnected. Changed the battery, but after a few minutes just on charge not running, the continuous alarm came back. When started up it shut the alarm up, but after a few minutes came up with hardware error and, then, when I turned it off and on again and the vent kept cycling through the self test continually. Had to take the battery out to stop it". No allegations of vent causing pt harm.